Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that the following device(s) were received: 2.4mm lcp drill guide, threaded (part # 323.029 / lot # 3434191), 2.4mm lcp drill guide, threaded (part # 323.029 / lot # 3378929). A functional test was performed using a known conforming plate (part# 02.111.630, lot# 3189956) available at the investigation site. The returned devices were able to be threaded into the plate without any issues. The device was returned without any visual functional damage. The distal threads of both devices is undamaged and according to specifications, and the violet epoxy ring is undamaged and without issues. The laser marking is beginning to show signs of corrosion. The devices were tested with a known conforming plate available at the investigation site and both devices functioned as intended with no issues. It is unknown what caused this issue. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. There were no issues found with the returned device and the design is determined to be adequate for its intended use when used and maintained as recommended. This complaint is unconfirmed. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient initials: (B)(6). Patient weight is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Manufacturing site: (B)(4). Manufacturing date: february 28, 2010. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon had difficulty using the threaded drill guide in the most distal portion of the plate and could not get the drill guides to thread in correctly. The surgeon used the variable angle cone guide to position the screws correctly and the surgery was completed successfully with a two to three minute delay. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.